Event description:
The hospital reported that at the completion of the first coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process causing the anastomosis to tear. The surgeon repaired the tear with two stitches. For the second graft the heartstring seal began to unravel and crack while loading it into the delivery tube. A partial occlusion clamp was used to complete the second graft. No additional pt complicatios were reported.

Event description:
Incident ii: for the second graft the heartstring seal began to unravel and crack while loading into it in the delivery tube. A partial occlusion clamp was used to complete the second graft. No additional pt complications were reported.